Event description:
"Patient reported having "issues" with his hip, requiring multiple surgeries. He reported having his right hip replaced in 2000, followed by a revision in 2003. In 2003, he reported that it was a stryker implant (with a titanium femoral stem). He claims that he had to have the stryker stem revised in 2005 because the femoral piece fractured. Product identification and medicals are pending."